Manufacturer narrative:
(B)(4). This is a report where the patient disconnected the heater bag during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Also, it warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had disconnected the heater bag during the last fill of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient had thought therapy was finished. The patient was connected at the time the heater bag was removed. The technical services representative assisted the patient to end therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.